Event description:
A surgeon reported a patient with an unexpected outcome following an intraocular lens (iol) implant. In a follow up, the surgeon reported the lens rotated and he does not blame the lens for the outcome. The event has not resolved and the lens remains implanted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicted the product met release criteria. Additional information was provided on the attached questionnaire, which indicated a cartridge was used; however, no other details were provided. It is unknown if the account used an approved cartridge. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in lot number. A completed questionnaire was received on (B)(6) 2014. (B)(4).